Event description:
It was reported that shaft fracture occurred. Vascular access was obtained via femoral artery. The 10mm x 3.5mm, 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 12x3.50 omega stent delivery system was selected to treat the lesion. When the device was being handled, the catheter broke. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Correction: type of reportable event corrected from serious injury to malfunction. Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). The batch number on the packaging and device matched the batch number for this complaint. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 26.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. Vascular access was obtained via femoral artery. The 10mm x 3.5mm, 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 12x3.50 omega stent delivery system was selected to treat the lesion. When the device was being handled, the catheter broke. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).